Event description:
New information received noted that the physician believed that the infection was due to poor postoperative management.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05651, manufacturer report number: 2017865-2020-05652. It was reported that the patient presented with pocket infection. The cause of the infection was not reported. Patient presented for extraction procedure on (B)(6) 2020. During the procedure, the pacemaker was explanted for disinfection, sterilization, and was re-implanted. The right atrial lead and right ventricular lead was explanted and replaced. The patient was stable post procedure.